Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels and she needed assistance with programming the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer was assisted with programming the device. The customer declined to troubleshoot for the high reading. The customer stated she would call back to complete programming. Nothing was replaced or returned.